Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additional non reportable findings were discovered upon inspection: a-rubber (bending section cover) has a scratch. Adhesive on a-rubber has a chip. Control unit has a scratch. Flock engagement lever has a scratch. Universal cord has a scratch. Light guide-cover glass has a scratch. Light guide connector has a scratch. Video connector and case has a scratch. Switch button 1 has a scratch and is damaged. Breakage of the electronic board. Deformation or breakage of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that since there was corrosion inside the video connector, failure of the circuit board in the video connector due to water invasion or moisture inside the scope caused the event. There was brown discoloration inside the video connector due to corrosion. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the hd endoeye laparo-thoraco videoscope, there was a temporary image blackout issue; immediately after turning on the power, there were horizontal lines and noise on the observed image. The issue occurred during preparation for use, the procedure was completed with a similar device, and there was no patient harm associated with the event.

Manufacturer narrative:
The device has been received and the evaluation is pending completion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.